Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and the right atrial (ra) lead exhibited unstable thresholds and suspected non capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.